Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. While on support, extensive clot noted from aortic arch to descending aorta, encapsulating impella cp catheter. Decision was made to abort explant and aggressively gave an anticoagulant. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the thrombus has been completed. The returned product was visually inspected and no abnormalities were found. Without additional clinical details, the root cause of the thrombus could not be determined. D.9 date device returned/information was added. H.6 code 4641 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25792 and was added.